Manufacturer narrative:
UDI: UDI unavailable. It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information, it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not available.

Event description:
In the or, the neurosurgeon wanted to implant a codman microsensor refer 62-6631 (lot unknown). Therefore, the directlink module refer 82-6828 was coupled to the bedside monitor (dräger) and the calibration procedure was performed to calibrate the directlink module with the bedside monitor. Once this was done, the 62-6631 was coupled to the directlink module and the zeroing procedure for the 62-6631 was performed. After zeroing, the value displayed on the bedside monitor was minus two and not zero as it should be because at that moment the sensor is not yet implanted. The or nurses and neurosurgeon did not manage to bring the value to zero. The patient was transferred from the or to the intensive care unit and the message from the or to the head nurse of the intensive care was to take this issue into account. No reported patient harm.